Event description:
It was reported that the water temperature did not decrease during inspection of an arctic sun device. The chiller temperature (t4) also did not decrease. Per review of wo on 08oct2024, there was no patient involvement. Per follow up information received via email on 08oct2024, the device would be sent to imi. The issue has not resolved yet. Per sample evaluation results received via task on 08apr2025, it was reported that the during decontamination, the chiller unit was tripping the breaker.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Chiller pump failed to circulate water. T4 failed to cool. Chiller pump was replaced. During decon, chiller unit was tripping the breaker. Pm performed. Replaced chiller with casters. Cleaned condenser coil, tank, and level sensor. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease during inspection of an arctic sun device. The chiller temperature (t4) also did not decrease. Per review of wo on 08oct2024, there was no patient involvement. Per follow up information received via email on 08oct2024, the device would be sent to imi. The issue has not resolved yet.